Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During device preparation, the lp initially failed to dock but the second attempt was successful. Once in the target location, the lp had difficulty releasing from the tethers, but was ultimately successful. The lp remains implanted and functioning appropriately. The patient was stable.